Manufacturer narrative:
Concomitant products: product ID 3389-40, lot# j0220025v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0220025v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that there was a suspected overdischarge. It was unknown what number overdischarge this was. No physician mode recharge was performed. There was a loss of stimulation/therapeutic effect that was unknown. The action required as a result of the event was planned but not yet taken. The patient was scheduled for a troubleshooting visit on (B)(6) 2014. The issue was not resolved and the cause was determined to be that the patient had stopped recharging the device. It was unknown how long it had been since a successful charge was accomplished. The patient lived in a nursing home and needed assistance recharging the device. The patient was alive with no injury. There was less than 50% therapy relief at an unknown location. Patient had a return of motor symptoms. Troubleshooting or other actions were taken on (B)(6) 2014 for the patient¿s left implantable neurostimulator (ins). The nursing home staff was trained on (B)(6) 2014 and the patient was given adhesive discs to aid in the recharging process, to achieve better coupling as well as reduce the time to recharge. Patient¿s motor symptoms were well controlled and the patient was doing well with stimulation turned on. It was noted that the right ins was on for 79% of the time and caregiver had been instructed on how to check the battery status for both the right and left devices and would do so several times a week.